Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the clip applier instrument returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon could clip the vessel with the large hem-o-lok clip applier but could not close the jaw. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Inspection identified that grip input disk #6 was broken into pieces inside the housing, hairline cracks on input shaft #5 and #7. The other backend components adjacent to the broken inputs do not show damage. Further inspection found surface degradation along the entire length of the main tube. Underlying glass fibers of main tube were exposed due to degradation. A full failure analysis evaluation was unable to be performed due to the returned condition of the device.

Event description:
Refer to h10/h11 for follow-up information.